Event description:
Received information which reported the erosion of the ins 6 weeks post operatively. The hcp did a culture which tested positive for (B)(6). The physician removed the ins and lead and disposed of both. The doctor intends to re-implant because the pt had good results but needs to make sure the infection is gone before any re-implantation plans are made. Physician stated the pt is doing fine. Upon further review, MFR report # 3007566237-2011-03296 was found to be a duplicate of this report. All future information will be filed in this report. "Received information of erosion of the device through the pt's skin six weeks post-operatively. The pt was diagnosed with (B)(6) so the ins and lead were explanted and disposed of by the hospital. The pt had good results from the device so the physician plans to reimplant the device system once the infection is cleared. The pt was reported as doing fine."

Manufacturer narrative:
(B)(4).